Event description:
Physician used one amphiprion deep pta balloon catheters for the treatment of the posterior tibial artery of the left leg. However, it was reported that approximately 6 months post procedure the patient underwent to a target vessel revascularization. The patient was treated with three amphiprion balloons. The investigator assessed that the event was not related to the study device or procedure. Event was resolved. No other clinical sequelae were reported.

Manufacturer narrative:
Results: re- stenosis requiring surgical intervention. Conclusions: re- stenosis requiring surgical intervention. (B)(4).

Manufacturer narrative:
The previously reported target vessel revascularization using an amphiprion deep pta balloon catheter approximately 8 months post index procedure was performed on the left pta, not the peroneal as previously reported.

Event description:
The previously reported target vessel revascularization of the pta using an amphirion deep pta balloon catheter approximately 8 months post index procedure was actually performed on the peroneal artery (non-target vessel). Four amphirion deep pta balloon catheters in total were used in the previously reported revascularization approximately 14 months post index procedure. Three were used in the left pta (target vessel) and one in the right ata (non-target limb). Gangrene of the left toes was reported approximately 14.5 months post index procedure and amputation of the left toe was performed. Outcome is resolved. The investigator assessed that the event was not related to the study device or procedure.